Manufacturer narrative:
The complaint device is not available for a physical evaluation. No further information regarding the technique or instruments used has been provided to determine a root cause for this failure. However it was reported the patient had extremely hard bone which could have contributed to the screw breaking. A DHR review has been conducted and the results indicate that this batch of product was processed without any incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the depuy mitek complaints system revealed no other complaints for this lot of devices that were released to distribution. At this point in time, no further action is warranted. However, should any new information be provided in future, this file will be re-opened and a thorough investigation will be performed. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4).

Event description:
The sales rep reported via phone that the tip of the screw broke off the customer's bio intrafix tapered screw 6-7mm during an acl repair. The case was completed without a new bone hole, needed re-dilation and another like device implanted. The patient was young and had extreme hard bone. The sales rep was not present but reported there was no adverse patient consequences or delay. The sales rep reported the device was discarded by the customer.